Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error or open book image alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify battery issues due to critical pump error or open book image alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with peeling keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damaged. Customer's blood glucose level was unknown. Customer also stated that some pieces of pump case had detached. Device will be returned for analysis.